Event description:
Facility alleges blood leak during dialysis. Rn reports pink tinged dialysate at begining of treatment. Blood circuit discarded ebl 250-300 cc. No further medical intervention required. Patient stable pre & post event. 7th use - preprocessed dialyzer.